Manufacturer narrative:
(B)(4): the lead has been returned to the manufacturer for analysis which is not complete as of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that the lead from the pt's device was removed, due to infection, and the pt was in the hospital. Additional info has been requested, a follow-up report will be sent if additional info becomes available.